Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-18. It was reported that the increased pain on (B)(6) 2018 associated with the dose increase was in the lower extremities.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Evaluation conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-21. It was reported that additional interventions included applying a dressing to the site following a pump refill on 2017 (B)(6). The patient was referred for wound care on 2017 (B)(6). Additional dose increases to prepare for explant occurred on 2017 (B)(6) 2018(B)(6). As of 2018 (B)(6), the leaking persisted. The explant was completed without replacement on 2018 (B)(6). The event resulted in an emergency room visit and an unscheduled clinic or office visit. It was confirmed that the patient did not have signs/symptoms of infection. The outcome indicated the event resolved without sequelae on 2018 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. On (B)(6) 2018 and (B)(6) 2018, the patient experienced increased pain associated with the dose decreases. On (B)(6) 2018, the patient experienced unspecified withdrawal/withdrawal symptoms secondary to the intrathecal rate decrease. No actions or interventions were taken regarding the symptoms. The etiology indicated the event was related to the drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving fentanyl 500mcg/ml for a total dose of 250.06mcg/day, bupivacaine 30mg/ml for a total dose of 15.004mg/day, and compounded baclofen 200mcg/ml for a total dose of 100.02mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 the patient's mother contacted the clinic and reported the pump incision site had re-opened. On (B)(6) 2017 they also reported draining from the site, which has ranged in color from red to yellow/tan. On (B)(6) 2017 the patient presented for evaluation and was instructed to avoid touching the site and it should heal on its own. Examination confirmed drainage. On (B)(6) 2017 the patient was referred to would care clinic secondary to persistent drainage at medial corner of incision site from non-healing wound. On (B)(6) 2017 wound care physician recommended pump removal. The patient presented to the emergency department (ed) for evaluation on (B)(6) 2017. The patient's white count and temperature were within normal limits. The patient was discharged. On (B)(6) 2017 the intrathecal rate was decreased to prepare to explant, as the pump removal was not emergent. On (B)(6) 2017 the patient's mother reported packing the site and drainage stopped. The wound appeared to be healing, and the drainage had stopped. The intrathecal rate was decreased to continue weaning. The clinical diagnosis was non-healing pump incision site. The outcome of the event was ongoing. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2017. Additional information received indicated the exact cause of the incision not healing and drainage was not determined. The patient's pump was not explanted. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter, ubd: (B)(4) 2017, UDI: (B)(4). Analysis of the pump identified no anomalies. Analysis of the catheter identified damage to the transition tube on the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-25. It was reported that the event resolved without sequelae on (B)(6) 2018 (note: this conflicts with the previous report that the event resolved without sequelae on (b)(4(2018).